Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter fell out after 3 months was inconclusive due to the nature of the complaint and the condition of the complaint sample. One 27cm glidepath catheter was returned for investigation. The glidepath was received with the cuff affixed in the correct position. Evidence of use was observed on the catheter. The cuff was discolored from use. A microscopic examination revealed residue throughout the cuff fibers. What caused the catheter to dislodge was unknown. Potential contributing factors of the catheter dislodgement include pulling on the catheter, patient factors associated with tissue in-growth, and securement technique. The IFU states, ¿position the white retention cuff approximately midway between the skin exit site and the venous entry site, 3 cm minimum, from the venous entry site.¿ the IFU cautions, ¿for optimal product performance, do not insert any portion of the cuff into the vein.¿ the IFU also states, ¿for additional security, suture the entire entry site, or use a statlock® catheter stabilization device to anchor the catheter.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter fell out after three months of insertion. It was stated that there was no tissue growth around the cuff. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that the catheter fell out after three months of insertion. It was stated that there was no tissue growth around the cuff. No patient injury was reported.